Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was programmed with a test guardian three link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for several days while connected to the test sensor and plug. Device entered auto mode without calibration or enter blood glucose errors. The calibration reminder was initially set for two hours, turned off the calibration reminder and continued to monitor the insulin pump. Device remained in auto mode, no excessive enter blood glucose prompts noted and the calibrate now alert followed the proper timing. No unexpected calibrate now or enter blood glucose errors noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl. Customer¿s other blood glucose was over 73 mg/dl, 65 mg/dl. The customer declined troubleshoot for low blood glucose. The insulin pump will be returned for analysis.